Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device failed during patient transport 5 minutes after start-up with an acoustic alarm (continuous tone) and the message "inform dräger service of technical error". No consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined by dräger service. During the investigation, a fault was detected on the printed circuit board control. After replacing the circuit board, a full functional test was performed with the device, which revealed a single chipped pin on the eeprom chip. The logbook was provided to the manufacturer for a detailed analysis. Based on the logbook entries, it was possible to understand that the device logged the error "eeprom: communication error" on (B)(6) 2021. Based on this, we conclude that an electronic fault on the printed circuit board control, caused by an interruption of the contact, was the cause of the reported event.

Event description:
It was reported that the device failed during patient transport 5 minutes after start-up with an acoustic alarm (continuous tone) and the message "inform dräger service of technical error". No consequences for the patient were reported.

Event description:
It was reported that the device failed during patient transport 5 minutes after start-up with an acoustic alarm (continuous tone) and the message "inform dräger service of technical error". No consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.